Event description:
It was reported that the intra-aortic balloon pump (iabp) was in the perfusion room, and was not on a patient. When the iabp was unplugged and turned on, the piezo alarm was issued, and the iabp was making a strange sound. The iabp did not do this when plugged into ac.

Manufacturer narrative:
Qn#(B)(4). No part has been returned to teleflex chelmsford for investigation. The reported complaint of iabp piezo alarm is confirmed based on the video submitted with the complaint. The video shows an ac3 iabp, while the user is making multiple attempts to power on the pump. It was noted that the pump's screen does not illuminate, and the pump issues a high pitch piezo alarm, consistent with the reported event. The root cause of this event is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was in the perfusion room, and was not on a patient. When the iabp was unplugged and turned on, the piezo alarm was issued, and the iabp was making a strange sound. The iabp did not do this when plugged into ac.